Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) with a monitoring voltage of 2.7 v and a charge time of 20 seconds. No adverse patient effects were reported.